Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The representative noticed a lot of patient data sorted on the system. The data was removed and the application was updated, resolving the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system locked up twice during set up. A manufacturer representative clarified that the system became unresponsive. An alternate imaging system was utilized as a result of the issue. There was no patient present when this issue occurred.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.